Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured approximately 19.5 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
The lead was later returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements of greater than 2,500 ohms. Additionally, there was noise, oversensing, multiple inappropriate shocks without therapy exhaustion, and pacing inhibition with pauses in pacing greater than 2 seconds. A surgical revision was performed. During the procedure, a lead fracture was observed via fluoroscopy at the junction of the lead body and yoke; and was also visualized when the device was removed and the lead became visible. The patient required transcutaneous pacing and chest compressions. The lead was surgically abandoned and replaced. The physician elected to replace the device due to device longevity was estimated to be six months. No additional adverse patient effects were reported.